Event description:
It was reported that patient underwent right hip revision surgery 10 years post implantation due to pain, pseudotumor and elevated metal ion. During the revision, significant corrosion was observed between the head and neck junction with resultant damage to the surrounding adductors. The head and liner were replaced without complication. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 00620205222/shell/ lot # 61280318. Item# 00630505036/ liner / lot # 61245220 item # 00771100610/stem/lot # 61158129. Item # 00625006525/ bone screw/lot # 61246396. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00772, 0001822565-2021-00773.

Event description:
It was reported that patient underwent right hip revision procedure approximately 10 years post implantation due to unknown reasons. Head, cup and liner were revised attempts have been made and additional information on the reported event is unavailable at this time.